Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038) which is no longer in effect. Because of additionally received complaint information, this and all further updates will be submitted through the 3500a form. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain secondary to multiple uterine leiomyomata and genuine stress urinary incontinence. The procedure performed was a transabdominal hysterectomy and bilateral salpingo-oophorectomy, tension free vaginal tape placement, and intraoperative cystoscopy.